Event description:
It was reported, that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted, that the patient went into atrial fibrillation. This was resolved with a cardioversion. After the cardioversion, it was noted, that the device was not fixated. The physician attempted to reposition the device. And it again, did not stay fixated. While the physician was removing, the device to inspect the helix. It was noted, the helix stretched. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of stretched helix was confirmed, positioning failure was not confirmed. Visual inspection noted the inner and outer helix stretched out of specification. The inner and outer helix elongation is consistent with having occurred during implant procedure by the end-user. Further analysis was performed, and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.